Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: rep was not present for the case. During the procedure the surgeon stated that the clips were scissoring and then clips were falling out of the jaws. It is unknown what action was being performed when the clips were falling out. There was a total of approximately 6 clips that fell out, 3-4 during the case and then 2-3 after the case when the rep was inspecting it. The surgeon may have torqued or put slightly more pressure than usual on the cystic duct when clipping it. No clips were closed over thick/dense tissue. The jaws were located completely around the vessel/structure that was to be ligated. The surgeon did skeletonize the tissue with the jaws. It is unknown if a clip was loaded while skeletonizing tissue however, per the rep, the surgeon is an experienced user and would not prematurely load a clip into the jaws. There was no patient injury. The case was completed with a new ca500. Product is available for return. Patient status: no patient injury. Intervention: the case was completed with a new ca500.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection noted damage to the distal ramp of the channel support assembly (csa). Functional testing confirmed the complainant¿s experience of the clips scissoring and falling out of the jaws. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by a damaged csa distal ramp, which likely resulted from the component being caught within the jaws and was damaged when the device was inserted through the trocar or actuation of the trigger.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: rep was not present for the case. During the procedure the surgeon stated that the clips were scissoring and then clips were falling out of the jaws. It is unknown what action was being performed when the clips were falling out. There was a total of approximately 6 clips that fell out, 3-4 during the case and then 2-3 after the case when the rep was inspecting it. The surgeon may have torqued or put slightly more pressure than usual on the cystic duct when clipping it. No clips were closed over thick/dense tissue. The jaws were located completely around the vessel/structure that was to be ligated. The surgeon did skeletonize the tissue with the jaws. It is unknown if a clip was loaded while skeletonizing tissue however, per the rep, the surgeon is an experienced user and would not prematurely load a clip into the jaws. There was no patient injury. The case was completed with a new ca500. Product is available for return. Additional information was received via email on 17jan2023 from [name], applied medical account manager I "the number of clips dispensed was 6-7 clips. The first several clips fell out of the tip of the clip applier and scissored. The doctor does not skeletonize using the clip applier, therefore uses a maryland grasper. Closing the clip applier is when the incident occurred, according to the nurses in the room." Patient status: no patient injury. Intervention: the case was completed with a new ca500.